Event description:
Device history record was reviewed, no event linked to the reported issue was observed. (3) error 42 issues were found during device log review which confirms partially the reported event (distal occlusion alarm). The reported device was received in (B)(6) and its investigation was performed by our local technical team. Nothing was noticed during external and internal check. Several functional tests were carried out and all performed successfully. However the technical error 42 was triggered during the end of quality control. As per technical manual the pressure sensor was replaced and sent to brézins for further investigation. The part was mounted on a test bench for cross-testing. The technical error 42 was triggered after less than an hour of the device running due to a drift of value. This can be at the origin of random errors. The root cause of this issue is likely due to a premature wear of the component. To our knowledge no patient consequences have been reported. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Pump gives multiple distal occlusion alarms w/no occlusion present; error 42 in history log/during testing, pressure sensor replaced.